Event description:
It was reported that during an laparoscopy assisted distal gastrectomy procedure there was an incomplete staple line. The device was reloaded and the case was completed with no patient consequences reported.

Manufacturer narrative:
(B)(4). Swing tab in unlocked position. The analysis results found that the cartridge was received in good visual conditions and with no instrument. The reload was received with the 2 most proximal drivers up, and the swing tab in the unlocked position. It should be noted that after the staple retainer has been removed, an inadvertent movement of the firing knob could cause the wedges to move forward and therefore cause the staples to become dislodged. Please reference the instruction for use for more information. The cartridge was tested for functionality with a test instrument and it fired, cut and formed all the staples as intended. The instrument fired without any difficulties and the staples were note to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.